Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. On visual/microscopic inspection, the delivery wire was noted to be broken/ fractured and the main coil was noted to be kinked/bent. The delivery wire was kinked/bent during analysis . On functional inspection, coil introducer sheath friction failed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The main coil was seen to be kinked bent and was causing friction in the sheath, therefore confirming the as reported event. The as reported as well as the as analyzed 'main coil kinked bent' and 'coil introducer sheath friction' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The coil delivery wire was seen to be broken fractured. Because this defect appears to be associated with handling of the product or portion of the product during the procedure / a probable cause of handling damage was assigned.

Event description:
The subject device was returned for analysis and it was discovered that the coil delivery wire was broken/fractured during use. There was no clinical consequence to the patient reported as a result of this event.